Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Meter serial numbers (B)(4) were provided for investigation. The remaining test strips for lot 409638 were also provided for investigation. The returned test strips (lot 409638) were measured with the returned meter (serial number (B)(4)) in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.1 inr. Donor 1 hct: 47%, donor 2 hct: 39%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Customer meter (serial number (B)(4)) and customer strips (lot 409638): 2.5 inr. Donor #2: retention meter and master lot strips: 2.1 inr customer meter (serial number (B)(4)) and customer strips (lot 409638): 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The result from meter (B)(4) alleged by the customer was not observed in the meters patient result memory. Retention test strips (lot 405010) were measured with the returned meter (serial number (B)(4)) in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.1 inr. Donor 1 hct: 47%, donor 2 hct: 39%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Customer meter (serial number (B)(4)) and retention strips (lot 405010): 2.5 inr. Donor #2: retention meter and master lot strips: 2.1 inr. Customer meter (serial number (B)(4)) and retention strips (lot 405010): 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated they received discrepant results when testing a patient with two coaguchek xs meters used by the patient (serial numbers (B)(4)) using test strip lot 40963821 and a third coaguchek xs meter at the doctor's office (serial number (B)(4)) using an unknown test strip lot number. This medwatch will apply to test strip lot number 40963821. Please refer to the medwatch with patient identifier (B)(6) for information related to the test strips with unknown lot number. At 10:59 a.m., a sample from the patient was tested using the doctor's meter (serial number (B)(4)), resulting with a value of 1.9 inr. A sample from the patient was tested using meter serial number (B)(4), resulting with a value of 2.5 inr. A sample from the patient was then tested using meter serial number (B)(4), resulting with a value of 1.8 inr. At 11:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.57 inr. All testing was performed within a 4 hour time span. Samples were collected from the same finger for measurements performed with meter serial numbers (B)(4). Contamination was found on the heater plate of meter serial number (B)(4). The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient had been holding food because he has been having problems choking. The patient was moved to a puree diet and most recently has been moved to a soft food diet. The patient has a history of anemia, but current hematocrit is unknown.